Event description:
The customer reports a non specific issue. The unit was sent to a covidien service center. Upon triage, a service tech found that the power cord is damaged showing bare 115 vac-h copper wire.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.